Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the manufacturer's programming history database it was noted that an incomplete diagnostics occurred which change the patient's setting. The physician noticed the change however only partially corrected the settings. As a result of not fully correctly the settings the patient left the appointment at 60 minutes off. The office time was not corrected until a later appointment.